Manufacturer narrative:
No pt involvement was reported. The replaced component was not retained after the service intervention was carried out. Even though no sample inspection was possible, a review of the MFR's device history record and machine service records reasonably support the conclusion the heat exchanger did not belong to the defective lots for which the report of field corrective, FDA recall, was issued.